Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) his bundle lead exhibited short ventricle-ventricle intervals, chronically high thresholds and chronically low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.